Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review could not be performed as the device serial number is unknown. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a magna 27mm valve, implanted for approximately eight (8) years, underwent a valve-in-valve procedure due to severe mitral stenosis secondary to degeneration. A tmvr was successfully performed with an edwards transcatheter valve. Repeat left ventricular and aortic pressure waveforms were obtained and revealed no significant outflow tract gradient repeat assessment of the mitral valve revealed trivial mitral insufficiency. There was an excellent conical shape to the mitral valve bioprosthesis. After 10 minutes, there was no migration. The patient tolerated the procedure well and was transferred to the recovery unit in stable condition. She had an echo done on pod #2, which revealed "as" stable valve. The patient was deemed stable and ready for discharge home on pod #2.